Manufacturer narrative:
(B)(4).

Event description:
The rp called in to ask if the sensor wire can be seen in the xray - because the pt develop a lump after he removed the sensor and they are thinking a possibility that what if there is a sensor wire left on the skin - just a possibility.